Manufacturer narrative:
Literature article: lam, p., w., naimark, d., m., leis, j., a. ¿microbacterium peritonitis in peritoneal dialysis: a case report and review¿. Perit dial int. Jan-feb 2018;38 (1):9-13. Doi 10.3747/pdi.2017.00121. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with two-week course of intraperitoneal cefazolin (1 gram every 24 hours) and intraperitoneal ceftazidime (1.5 gram every 24 hours). After completing two weeks of antibiotic treatment, the clinical symptoms were reportedly resolved. However, two months later the patient experienced recurrent peritonitis. The patient was treated with a four-week course of cefazolin and ceftazidime. On an unreported date, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. The patient was recovered from the event. No additional information is available.